Manufacturer narrative:
D10 concomitant product: egia45avm, egia45avm egia 45 artic vasc med sulu (lot#n5d1785y) additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection revealed particulate matter within the device packaging. Particle "a" looked like a small black fiber. Particle "b" looked like a small black particle. Particles "a" and "b" both met the visual acceptance criteria when it was measured using a calibrated size estimation. It was reported that there was staple line bleeding. The reported issue could not be confirmed. The most likely cause was not traced to the device. The evaluation detected an unreported condition of particulate matter that was not related to the reported condition. The most likely cause was determined to be manufacturing related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egia45avm, egia45avm egia 45 artic vasc med sulu, (lot # n5d1784y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a roux-en-y, after firing, there was bleeding identified at the proximal corner of the jeju-intraluminal staple line. The issue happened with two reloads. The bleeding was obvious immediately and was controlled with packing of the jejunum with tonsil swabs and pressure.

Manufacturer narrative:
Additional information: g3. Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a roux-en-y gastric bypass, after firing, there was bleeding identified at the proximal corner of the jeju-intraluminal staple line. The issue happened with two reloads. The bleeding was obvious immediately and was controlled with packing of the jejunum with tonsil swabs and pressure.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a roux-en-y gastric bypass, after firing, there was bleeding identified at the proximal corner of the jeju-intraluminal staple line. The issue happened with two reloads. The bleeding was obvious immediately and was controlled with packing of the jejunum with tonsil swabs and pressure. There was blood loss of approximately 100cc.